Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues charging their ins and the issue began this past weekend. Patient stated that if they move just the slightest, their charging quality will go from excellent to good but takes forever to charge and is draining their controller battery. Patient reported that they had their implant transferred 3 weeks ago today and that they had their stitches removed last wednesday. Patient stated that they are struggling to charge their implant; they barely can get to recharging excellent. Patient noted that they tried to charge this weekend and were unsuccessful; patient followed up saying that if they move slightly their recharge quality will go from excellent to good. Patient mentioned that charging takes forever and that charging their implant drains their controller so that they then have to stop their charge session and charge the controller. Patient also mentioned that their reps have been telling them to call for assistance and they just now are calling due to the charging issues. Patient noted that they didn't charge with their stitches due to being sore and tender; patient said they did eventually try multiple times and were able to get the implant in the orange but were extremely sore due to moving the recharger around so much. Patient did not have their equipment with them during the call so agent advised patient to call patient service back with equipment for troubleshooting. Patient called back and repeated previously documented information. Agent had caller connect recharger. Screen displayed no device found and agent walked caller through passive recharge with numbers 77, 91, 94. Screen progressed to recharging excellent with green flashing light and controller at 70% and in at 40%. Agent provided information and instructed caller to continue charging ins to full and monitor if issue persists. Caller did mention the doctor went deeper in the pocket and also mentioned the rep had changed their settings and they understood that is why their battery drained faster.